Event description:
It was reported that during the implant procedure, the lv lead was positioned using a non medtronic guide wire, the guide wire had been flushed but became stuck within the lead. The lv lead was removed and a new lead was positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. (B)(4).